Event description:
The customer reported a fluid leak in the blood sampling valves (bsv) on the coulter - coulter lh 500 hematology analyzer while running latron. The leak was contained within the instrument. Upon further investigation the customer isolated the leak to the secondary rinse cup dripping diluent. The customer was wearing personal protective equipment (ppe) consisting of a glasses, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The does have a risk management / exposure control plan is in place and the customer reviewed the msds. No discrepant results were generated and no failure mode was identified which has the potential to cause discrepant results.

Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) was dispatched to investigate the event and found the rinse block leaking. The fse flushed the vacuum system and cleaned the bsv to resolve the leak issue. The bsv may have the presence of blood, controls and diluent while in operation and cleaner while in shutdown. The cause of the event is attributed to the rinse block. (B)(4).